Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle deswaged during routine use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: received two loose detached needles, the detached sutures were not received. The needles were microscopically evaluated and found to have correct swage and good swage compression. One was found to have a partial piece of suture still attached with signs of being cut-off, thus not a premature needle suture separation. The other needle has no suture remnant in barrel. No attachment anomalies were found. The force and technique used to separate the needle from the suture can not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.